Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead. Reprogramming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.